Event description:
Procedure type: billroth ii reconstruction. According to the reporter: during the procedure for stomach cancer, the surgeon used the instrument and found some blood discharge. The surgeon did not take any further action during the surgery. After the operation, the doctor found that the pt was still bleeding. More than 400cc of bleeding occurred. A re-operation was performed and the surgeon sutured the wound.